Event description:
The manufacturer received information alleging,particles in tubing/chamber.nasal/throat irritation or soreness that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 09, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, nasal/throat irritation or soreness related to CPAP device's sound abatement foam. Additional information was received about the alleged dizziness and / or headache, asthma (new or worsening), inflammatory response, kidney disease/ toxicity, shortness of breath/ respiratory issues. The section e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer said that he is busy and he is unable to answer the questions right now and hang up the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on sep 19 , 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, nasal/throat irritation or soreness, dizziness, headache, asthma (new or worsening), inflammatory response, kidney disease/ toxicity, shortness of breath/ respiratory issues that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation manufacturer observed an unknown high pitch blower whine observed, rotary encoder knob broken, sd card cover missing. The air outlet port had dust-like contamination in it. White dust-like contamination at the air inlet. Dust-like contamination is spread out on the top of the pca (printed circuit assembly) and on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor, in the bottom of the blower box, unknown oily like substance on the blower motor seal. Air inlet seal had yellowed and had dust-like contamination on it. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings, significant black pieces of sound abatement foam, consistent with sound abatement foam degradation, were found in the blower box, on the blower motor and the air output port. Blower motor had black pieces of sound abatement foam, consistent with sound abatement foam degradation, inside of it, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, manufacturer observed that there was a large piece of sound abatement foam missing from the sound abatement foam formation, black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure, manufacturer was able to confirm the presence of degraded sound abatement foam in the device. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 8 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of multiple contamination and unable to address the patient's symptoms. Section e3 was updated in this report. Sections d8, d9, h2, h3 and h6 has been updated in this report.